Event description:
It was reported that the device could not be interrogated, there was no magnet response, and no pacing seen on EKG. The patient's heart rate was in the 40's beats per minute, and he remained asymptomatic. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed no output and no telemetry, consistent with the reported field experience. The no output and no telemetry conditions were the result of lifted hybrid bond wires.